Event description:
Device malfunction: broken component/difficult to deploy/stretched stent. Time of malfunction: during the procedure. Symptoms/ ae: intervention. It was reported that during the procedure in a long lesion, requiring multiple stents in the right superficial femoral artery, a foxcross dilatation catheter was used to pre-dilatate with good results. The xceed stent deliver system was advanced and an attempt was made to deploy the stent when the thumbwheel and internal gear broke and deployment stopped. An attempt was made to manually pull the sheath to retract and deploy the remainder of the stent. The stent stretched and deployed up the length of the artery. A foxcross balloon was used to dilate and appose the stent to the vessel wall within the lesion with good results. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f-u report will be submitted with all add'l relevant info.